Manufacturer narrative:
The company rep examined the system, cleaned the contacts and reseated the communication cables. The system was then tested and met all product specs. No sample returned for eval, and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
A surgeon reported while performing endophotocoagulation during a vitrectomy procedure, a system message displayed and the light turned off all of a sudden. The light returned after rebooting the system and remained on for a short time, when it turned off by itself. The dr replaced the optical fiber of the vitreophage and performed the fluid air exchange and silicone oil infusion manually. There was a delay of about 40 minutes due to this event. There was no harm to the pt, however the dr had to perform a larger incision on the eye and go from 23 gauge to a 20 gauge to complete the case. Add'l info has been requested.